Manufacturer narrative:
H6: investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive result when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1259543. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed rapid detection of sars-cov-2 veritor ce test result and unable to confirm false positive result. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, a false positive result was obtained. Repeat veritor testing and confirmatory pcr testing were performed, and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: result was released as positive and the patient did not accept it.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, a false positive result was obtained. Repeat veritor testing and confirmatory pcr testing were performed, and the results were negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: result was released as positive and the patient did not accept it.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.